Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(6), lot: 7082629. Product family: upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(6), lot: 7082657.

Event description:
It was reported that the patient underwent a trial spinal cord stimulation (scs) implant procedure. The patient was administered local anesthesia during the procedure. The physician experienced significant difficulty with lead driving at the entry. Severe blockages were noted between thoracic 12 to thoracic 10. The physician was unable to advance past thoracic 10. During the procedure the patient screamed and jumped suddenly on the table. The physician explanted the leads, and the surgery was aborted. The patient had limited function and movement of their left leg and experienced intense pain that seemed to worsen. The patient was immediately sent for a magnetic resonance imaging (MRI), which resulted in no findings. Pain injection was administered along with oral medication. The trial leads will not be returned as they were discarded at the medical facility. It was later reported that the patient is stable, has full functionality of their leg, just intense residual pain.